Event description:
Upon finishing last treatment field to patient, with gantry at 330 degrees and couch at 90 degrees rotation and 17 degrees vertical, the therapist wanted to rotate gantry manually to 0 degrees from dedicated keyboard. After 0 degrees, the keyboard buttons became stuck. The gantry did not stop, and hit the patient and stopped by hwfa. The patient was seen by physician after the incident and ti was determined the patient was in good condition. No injury reported.

Manufacturer narrative:
Actual device involved in the incident was evaluated. Although there was no reported injury in this case, the available information suggests a malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation. (B)(4).